Event description:
It was observed that during the device evaluation, the gynecologic laparoscope experienced a b30 scope communication error. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection. The investigation did not identify a definitive root cause. However, the malfunction was traced to a component failure in the universal cable, most likely caused by excessive cable tension. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.